Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Doctor's office called to report left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken, crease fold, red particle in the surface of the shell, brown particle in the fill channel, crease fold, wear abrasion and white calcification in the patch. Leak test was performed and found broken on posterior on anterior. A microscopic analysis was performed which identify striated broken in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated broken in the posterior side assessed as surgical damage. Broken.

Event description:
Doctor's office called to report left side deflation. The device has been explanted.